Event description:
Customer reported a crackling sound coming from the system and there was no image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. System operates as intended.